Event description:
Pt scheduled for laparoscopic roux-en-y procedure. Difficult placement of ng tube requiring placement of bougie dilator to assist in ng insertion which was final phase of operative procedure to assure no evidence of leak. Bougie was a rusch hurst style manufactured prior to 2003. Bougie was modified to assist in the insertion of the nasogastric tube. A suture was placed through one end of the dilator with a tail of suture material attached. It was discovered that the suture had apparently punctured the inner lumen of the dilator, allowing mercury to escape outside of the dilator. Frequency: 10 minutes x1. Route: nasal. Dates of use: 10 minutes. Diagnosis or reason for use: assist in placement of nasogastric tube. Event abated after use stopped or dose reduced: yes.